Event description:
A customer contacted beckman coulter regarding an erroneous psa result that was generated by the unicel dxl 800 access instrument. The customer stated that a physician questioned a two week old result where free psa result was greater than the total psa result. The actual psa result was not provided. The customer indicated that during investigation they discovered several additional erroneous results for multiple analytes. However, the customer was unable to provide the results and did not confirm if any were reported out of the lab. No report of change to pt treament was received.